Event description:
Patient was treated approximately 2006. She claims to have indentations/depressions, but are now visible as shadows along the jawline. Patient received sculptra injections for her depressions along the jawline.

Manufacturer narrative:
No equipment was returned for investigation.